Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving fentanyl with concentration 400 mcg/ml at a dose rate of 75 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient had magnetic resonance imaging (MRI) performed at 4:13 pm on (B)(6) 2019 and the company representative was there to check the pump post MRI. It was unknown if the MRI was done due to a suspected problem with the patient¿s device or therapy. The logs showed the following: (B)(6) 2019¿ motor stall occurred at 4:50 pm, (B)(6) 2019 ¿ motor stall recovery at 5:26 pm, (B)(6) 2019¿ motor stall occurred 4:13 pm (coinciding with MRI). It was further noted that no motor stall recovery had yet occurred following the MRI and that the pump was not checked last night on (B)(6) 2019. Telemetry state was reviewed at the time of the report and re-interrogating the pump with logs was being considered. It was noted that the patient went in for x-rays today ((B)(6) 2019) and the pump was interrogated 10 minutes ago. The pump was noted as not having yet recovered from the stall. The patient having been in patient (admitted) was noted. The company representative planned to re-interrogate the pump in about 10 minutes to check for a recovery. It was noted as not having been less than 2 hours since the patient exited the MRI field. The patient was described as being non-verbal. No patient symptom was reported. It was further reported that although they just left the x-ray portion of the hospital, the MRI machine was below them on the next floor. Bringing the patient to a room and checking for recovery at that time was being considered. It was later further reported that the logs were checked, and a motor stall recovery had occurred at 2:27 pm on (B)(6) 2019. Additional information was later received from a healthcare provider via a company representative on (B)(6) 2019. Regarding the cause of the motor stall and stall recovery on (B)(6) 2019, it was noted that the motor stall was the result of an MRI. There were no logs / telemetry available. Regarding it the motor stall coinciding with the MRI, it was indicated that the pump was in stall because of proximity to the mr unit. As soon as the patient exited the area the recovery occurred. It was noted that the motor stall recovery following the MRI had corresponded with the date/timing of the telemetry performed. Regarding the patient having been admitted / in-patient and if there was a device issue, patient/therapy issue, procedure issue, etc., it was indicated that these were other unknown issues. The patient¿s weight at the time of the event was unknown. It was indicated that the information had been confirmed with the physician/account. No further patient complications have been reported as a result of this event.